Event description:
Customer alleged discrepant blood glucose results of 204mg/dl and 455mg/dl when testing was performed back-to-back within 2 minutes on the advantage system. Customer reported feeling dizzy and self-treating witn 5/500 mg glyburide/metformin, after which she felt better. A request was made for return of the suspect device and a replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:sertraline - long time - 50mg dailyfexofenadine - long time - 180mg dailymetroprolol - long time - 50mg dailysimvastatin - long time - 40mg dailyraniitidine - 150mg daily